Manufacturer narrative:
It is unknown if an exacerbation of hernia had occurred and if this was the reason for the hernia repair. The patient had a pre-existing umbilical hernia, and hernia generally requires surgery to correct and to prevent further complications. However, due to the temporal relationship of when the coolsculpting procedure was performed and when the patient underwent hernia repair, the contribution of the coolsculpting procedure to the adverse event cannot be ruled out. Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures. The applicator used, the coolcore applicator, is a vacuum applicator. Vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. Device investigation, through a system log analysis, could not be performed at this time. Current trending data show that the observed occurrence of hernia does not exceed the expected occurrence and does not warrant further action at this time. Allergan will closely monitor trending data and will consider further action if deemed necessary.

Event description:
On 11-jul-2019 allergan received report from a female patient that she had received 2 cycles of coolsculpting treatment to the lower abdomen on (B)(6) 2016 using the coolcore applicator, and had undergone hernia repair in 2017. Prior to receiving the coolsculpting treatments, the patient informed the treatment provider that she had a pre-existing umbilical hernia. The physician who performed the coolsculpting procedure stated that he was aware of the pre-existing umbilical hernia and that he did not treat directly over the hernia site but below it, on the lower abdomen. It is unknown if an exacerbation of the hernia occurred and if this was the reason for the hernia repair. Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. Device investigation, through a system log analysis, could not be performed at this time. The patient also reported that two months after the hernia repair, she had developed a halo-shaped fat tissue mass around a raised area in the umbilicus. No diagnosis or treatment recommendation have been provided for the mass. More information is being sought. A supplemental report shall be submitted once additional information is received.